Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, a patient was not showing up on the cabinet for medication access. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up on the cabinet. The technical support specialist (tss) remoted in to assist. The tss had the customer sign in to medbank and look up the patient, where a temporary profile for the patient was found. The tss informed the customer that items could only be issued via override for temporary profiles. After checking the name on the temporary profile and searching in medbank q-link, the tss found that the patient also had a permanent profile, but it was not active. The tss explained that medbank only displayed active patients. The system functioned after the technical support specialist troubleshot the device.